Event description:
It was reported that there was a measuring problem with the device; lead impedance could not be measured. The lead was removed and checked with good results. The device was cleaned and reconnected twice, with the same results, so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.